Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, l, 28/+3.5, taper 12/14 on an unknown side on (B)(6) 2017 and the patient underwent revision surgery on (B)(6) 2017 due to dislocation.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: dislocation event summary: it is reported that a patient underwent initial hip arthroplasty on (B)(6) 2017 and was implanted with a biolox delta head and an active articulation bearing. Subsequently patient underwent a revision surgery on (B)(6) 2017 due to dislocation after experiencing a trauma. The poly was seperated of the ceramic head. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination of the biolox ceramic head and the active articulation bearing was approved by zimmer biomet. Root cause analysis root cause determination for the biolox delta head using rmw: failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate head design leads to impingement; limited range of motion not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem, osteolysis due to pe, ceramic or metal particle release from articulation (head and inlay) or taper (head and stem) connection due to wear not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Postoperative tissue reaction, dislocation, aseptic loosening of stem, increased wear, osteolysis due to increased friction for ceramic-on-poly or ceramic-on-ceramic bearing leading to loosening of components or increased wear not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to impingement (component to bone, component to component, component to soft tissue) due to malposition of components (stem, head, cup) possible, as no x-rays are available, a malpositioning cannot be excluded. Dislocation, subluxation, leg length discrepancy, aseptic loosening of components due to selection of wrong components (e.g. Wrong size of head diameter and/or offset) possible, as no x-rays or surgical report have been available, it remains unknown whether the correct head size for the patient has been chosen. However, the product compatibility for the head and liner can be confirmed (www.productcompatibility.zimmer.com). Dislocation, subluxation, abrasive wear, leg length discrepancy, impingement, limited range of motion due to soft tissue laxity possible, as no information concerning the patient's soft tissue is available, this cannot be excluded. It remains unknown whether the instruction given in the packaging insert have been followed and whether the trial components for heads (trial heads with different offset and taper) have been used during implantation. Conclusion summary. It is reported that the patient was revised due to dislocation after experiencing a trauma. The manufacturing documents confirm that the products met all specifications to perform as intended. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Additionally it remains unknown, whether the inclination angle of the acebular cup is in the range of angle as suggested in the surgical technique. The reported trauma could have caused or contributed to the dislocation, the nature of trauma remains unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). *note: this is a split case with zimmer inc., warsaw reference number (B)(4).